Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose (bg) level for the past events; however, the customer's bg level was 150 mg/dl for the most recent event. Reportedly, the customer resumed insulin delivery and continued to use the pump.